Manufacturer narrative:
E1: reporting institution phone#:(B)(6). E1: reporter phone# :+(B)(6). D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. The philips field service engineer (fse) went onsite to check the alleged device. The fse confirmed the speaker was not working and needed replacement. The fse arranged for the repair. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device is operational after the speaker replacement. The device remains at customer site. The investigation concludes that no further action is required at this time.

Event description:
It was reported the device speaker is not working. The device was in clinical use. There was no report of patient or user harm.